Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up to a hard drive error, the programmer does not recognize the hard drive. It was also noted that the media bay door had been removed and the system fan was noisy.

Event description:
It was reported the programmer would not boot up to the main screen. The programmer kept beeping and had an image on a black screen. The programmer was returned for service. No patient involvement or complications were reported.